Event description:
User facility mw report# (B)(4) was received and a copy of the report will be included with this report. Mmf procedure. Consultant reports surgeon was implanting a 12mm screw into the lower mandible. When tightening with a reatcheting screwdriver, the top portion of the screw broke off. The broken piece was retrieved and discarded. Approximately 8mm of the screw shaft remains implanted. Surgeon was able to implant a different 8mm screw into the lower mandible to complete the procedure with no further problem, no further harm to patient. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data from synthes (B)(4). The lot number is not available, without a lot number the device history records review could not be completed. The shaft remains implanted and the head was discarded so no part will be returned, therefore no further investigation is possible, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).